Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 420 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment for hyperglycemia, insulin was delivered and a new pod was applied.

Manufacturer narrative:
Inspection of the exposed portion of the soft cannula found that it was torn before the distal tip. Fluid was observed exiting the tear. It cannot be determined when or how this damage occurred. Customer reports the cannula was bent upon the device being removed from the infusion site. A kink was visible in the torn exposed soft cannula, it cannot be determined when or how this damage occurred. The data downloaded from the device did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. No other damages or defects noted.